Manufacturer narrative:
The event-related device was implanted in the patient, thus not returned for biosensors investigation. Biosensors analysis of the event is done based on the available information and device history record (DHR) review. It is concluded that device history record (DHR) did not show any evidence of product deficiency. The reported in-stent restenosis event is a recognized potential hazardous situation and documented in manufacturer's device risk analysis report and instruction for use. The risk is assessed and it is acceptable as benefits outweigh residual risk. There was very limited clinical information and no angiography record/images of the pci procedure to determine the probable root cause of this case. However, based on the available information and assessment, the event is more likely related to procedural factors rather than the device's fault. There is no evidence of device or manufacturing activities deficiency or device malfunction identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
A 68 years old, male patient. The patient had repeated chest tightness and chest pain for half a year, and then recurred for 1 week. In (B)(6) 2023, a 2.25×28mm drug-coated coronary stent system was implanted in the hospital during coronary angiography. After treatment, he was discharged from the hospital. Recently, chest pain occurred. On (B)(6) 2024, the angiography was repeated, indicating severe stenosis in the stent, and drug balloon dilatation was given. However, this event was reported to biosensors (manufacturer) only on july 12, 2024.